Manufacturer narrative:
The device was unable to prime during prime test due to faulty force sensor resistor. The pump passed rewind, basic occlusion and displacement test. The pump was received with cracked reservoir tube lip and severely scratched display window noted. The drive support cap was inspected and no anomaly was noted.

Event description:
The customer reported via phone call of issues with unexplained high blood glucose level. The customer's blood glucose level at the time of incident was 413mg/dl. The customer's most current level was 434mg/dl. Troubleshoot was conducted and the drive support cap was noted to be flushed. The customer was advised to discontinue use of the device, and that it would have to be replaced and returned for analysis.